Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range (oor) shock lead impedances (133 ohms). Additionally, the related implantable cardioverter defibrillator exhibited tones due to the oor impedances. There is no evidence of noise on the lead, and all other active leads have stable and within normal range measurements. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range (oor) shock lead impedances (133 ohms). Additionally, the related implantable cardioverter defibrillator exhibited tones due to the oor impedances. There is no evidence of noise on the lead, and all other active leads have stable and within normal range measurements. This device remains implanted and in service. No adverse patient effects were reported. Additional information: technical services (ts) were consulted and a ts representative reviewed device data via latitude (remote monitoring system). The data showed that the right ventricular shock impedance trends, and the left ventricular impedance trends (the most recent recorded value showed 647 ohms) had changed around the same time but have since settled back down. Such an observation across multiple leads is likely related to patient factors. The non-sustained ventricular tachycardia events recorded over the past couple of months showed appropriate sensing and clean (artifact free) electrocardiograms. The ts consultant recommended continuing with routine follow-up visits.